Event description:
(B)(4) clinical study. It was reported that inadequate stent apposition occurred. In (B)(6) 2014, the patient presented with myocardial infarction with no abnormal q wave noted. Subsequently, percutaneous coronary intervention (pci) was performed in mid left descending (lad) artery. The lesion was pre-dilated with a 2.0 x 10 balloon catheter at 14 atmospheres for 15 seconds and diagnosed with intravascular ultrasound (ivus) catheter. Following plain old balloon angioplasty (poba) at the second diagonal of lad, a 20 x 2.75 promus premier¿ stent was deployed in mid lad at 10 atmospheres for 15 seconds. Post dilation was performed with the stent delivery balloon at 11atms for 15 seconds. However, post- ivus, it was observed that the stent was not apposed enough. The physician then performed additional dilatation using a 2.75 x 8mm non-bsc balloon catheter followed by another ivus and completed the procedure.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).